Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a manual prime. The customer was unable to push the plunger all the way. The reservoir was occluded. After troubleshooting insulin came out at the end of the tubing. Customer's blood glucose level was 11 mmol/l. The device was not returned.